Event description:
There was an issue with the blue piece on the chemo tubing not functioning properly (I believe it broke and fell off) leading to that patient having to wait an additional day for her pump, as distributor wouldn't send it the same day. Today found a similar incident happened here yesterday- the blue piece was found at the nurses foot (not attached to the tubing). The distributor, however, did send a new pump yesterday afternoon so patient came back for it yesterday once it arrived. Today this morning we were hooking up a pump for a patient and again the blue piece didn't easily go into the pump- we were nervous to force it. I compared it to the "practice tubing" we had here from when we were oriented to these pumps and the blue piece on that is closed/connected where it goes into the pump. The piece today was cracked or separated where it goes into the pump but I could squeeze it and fit it in and the pump was functioning properly so the patient went home. But that's 3 issues with that blue piece on the tubing in less than 24 hours.